Manufacturer narrative:
The reported field event of nonfunctional ICD and migration was not confirmed in the laboratory. The device was tested on the bench [and using automated testing equipment,] and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a patient presented with a non-functional implantable cardioverter-defibrillator (ICD). The device had migrated in a caudal direction from the initial incision near the left axilla. The device was explanted. The patient was transferred to the recovery room and was in a stable condition.